Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a broken cable. The instrument was replaced with a new one and the procedure was completed. The damaged instrument had 3 lives left. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. An image associated with this reported event was submitted for review. Review of the provided images is consistent with the reported broken cable.